Event description:
It was reported that the 9800 system froze during a case. Rebooting resolved the problem and the case was completed. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep discussed the reported problem with the customer by telephone. Customer did not request a site visit since it only happened one time, and they have completed six more cases since then with no issues.